Manufacturer narrative:
The user facility reported that the processing cycle for the instrument used in the patient procedure completed successfully with no abnormalities. The cycle printout confirmed that the cycle completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit is operating according to specification; no issues noted. In addition, the facility monitors v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci results confirm the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Retain testing completed on a lot subject of the reported event evidenced passing results (negative results). The sterilizer DHR was reviewed and confirmed that unit was manufactured to specifications; the DHR for the biological indicators was also reviewed and no abnormalities were noted.

Event description:
The user facility reported a failed biological indicator on a completed v-pro processing cycle; the instruments were subsequently used in a patient procedure. The hospital confirmed they followed their internal procedures regarding patient monitoring/notification. No injuries, procedural delays or cancellations reported.